Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, there was air leaking from the sheath after septal puncture. When aspirating during flushing after the catheter was inserted and removed, air was aspirated. Aspirating air many times did not resolve the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. There was no confirmed that an air movement into the patient's body. The only devices inserted directly into the hemostasis valve are the included dilator and tactiflex catheter. No additional venipuncture was performed when the introducer was replaced. No particular resistance was observed when a dilator was first inserted into the sheath hemostasis valve. The dilator was being inserted into the sheath before insertion of the transseptal needle, and it was being used correctly as order the procedure.